Event description:
This complaint was created due to the finding of maude adverse event report number mw5171432. The account and contact information for this report are unknown. The current complaint database has been researched for this event and there were no findings. The report was written against the 60-6085-201a, medium, uterine manipulator, and the event was described as ¿the vcare green cap and blue tip fell off and were still in the patient.¿. As the reporter cannot be contacted, there is no further information available. This report is being raised on the basis of the reported injury of possible retained foreign bodies.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Correction: it has been discovered that the event reported herein had been previously reported under MFR report # 1320894-2025-00168, and was therefore a duplicate report.

Event description:
This complaint was created due to the finding of maude adverse event report number mw5171432. The account and contact information for this report are unknown. The current complaint database has been researched for this event and there were no findings. The report was written against the 60-6085-201a, medium, uterine manipulator, and the event was described as ¿the vcare green cap and blue tip fell off and were still in the patient.¿. As the reporter cannot be contacted, there is no further information available. This report is being raised on the basis of the reported injury of possible retained foreign bodies.